Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced atrophy leading to the procedure. No product malfunctions were reported. The patient did not experience any further adverse events and was doing okay after the surgery. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that the patient experienced recurring incontinence leading to the procedure. No more information available at the moment. Should additional information become available, it will be provided.